Event description:
Information was received from a patient regarding an implantable neurostimulator (ins). The reason for the call was the patient stated they believe their unit is going bad. Patient said their doctor and pain management reached out to the local representative a few days ago and they were suggesting patient have surgery relatively soon to have the implant replaced. Patient then said their current implant was shocking them, patient would almost like convolt, and randomly the implant shocks them and wakes them up and that's why there was the urgency to have the implant replaced. Patient noticed the issue with the stimulation shocking them about a year ago and said it was becoming more and more frequent. Patient also mentioned the doctors were concerned the leads might have migrated and was causing the shocking problem. Patient said the implant was working against them instead of for them and didn't matter what patient's settings were, it was causing patient more pain. Patient said this was also affecting multiple things in them like erectile dysfunction, defecating, having their prostate operated on because they found this is causing issues for it. The patient was redirected to their healthcare provider to answer medical/programming questions and to continue to address the issue. Patient confirmed their follow up doctor would be doing the replacement surgery. Patient stated this would be their 42nd surgery and their back was just riddled with nothing but problems. Agent redirected to healthcare provider. Additional information was received from a manufacturer's representative. They stated that the office contacted them about a patient wanting to replace their device and was inquiring documentation for insurance purposes. The agent reviewed. The caller wasn't notified of any issues with the system when the office contacted them.

Manufacturer narrative:
Continuation of d10: product ID 977c165, serial# (B)(6), implanted: (B)(6) 2020, product type: lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: 977c165, serial/lot #: (B)(6), ubd: 25-mar-2024, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.